Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. It was further reported that product also had a limited/imprecise motion issue. The customer reported event has no report of patient injury. Isi followed up with initial reporter and obtained following additional information: the reported instrument moved but it did not open up and nor did it cut. The movements of the surgeon scaled appropriately to the instrument. There was no shakiness and/or friction experienced. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions.